Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found that the conductor wire insulation was damaged. The internal wires were exposed within the insulation. No signs of thermal damage were observed. There was no material missing. The instrument passed the electrical continuity test. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that the maryland bipolar forceps instrument arced. The instrument exhibited unintended energy discharge. Troubleshooting was performed by replacing to another instrument and this resolved the issue. The user continued the surgical task and completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The instrument initially worked and it was cleaned intraoperatively for biodebris. Arcing was observed during a surgical task involving a small blood vessel. When the instrument arced, it did not arc into another tissue or vessel. The instrument was inspected after removal and there was no thermal damage identified. No occurrence of intraoperative collision with a hard object or another instrument during intraoperative use confirmed.

Manufacturer narrative:
Based on the claim against the product by the customer noting instrument arcing, an investigation was completed to determine the cause of this reported event. Although the complaint regarding the issue was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A review of the submitted image was performed. The image of the maryland bipolar forceps instrument tip and housing identifies no obvious damage. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument arced. The instrument exhibited unintended energy discharge. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.